Event description:
False positive advia centaur cp troponin ultra results were obtained on two different patient samples and questioned by the physician. The initial results were considered discordant with repeat sample testing. Corrected reports were sent to physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra results.

Manufacturer narrative:
The cause for the discordant advia centaur cp troponin ultra result is unknown. A siemens field application specialist (fas) was sent to the customer site and preformed a (B)(4) study of sixty replicates of multidiluent 11. Only two slightly elevated rlus were observed. A siemens field service engineer (fse) will visit the customer site for system inspection and maintenance. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00431 on 01/02/2013. Siemens filed MDR 1219913-2013-00431 supplemental report 1 on 01/25/2013. On (B)(4) 2013 additional information: siemens healthcare diagnostics received an additional patient results. Patient: (B)(6), male. Event date: (B)(6) 2013. Reagent lot number: 069. Results: initial measurement: 264.97 pg/ml and 38.787 pg/ml; second measurement: 13.728 pg/ml and 13.817 pg/ml; third measurement: 14.275 pg/ml and 12.411 pg/ml. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra results. A siemens field service engineer (fse) was at the customer site to replace a defective waste pump when the customer informed the fse of the discordant result. The waste pump was not the cause of the discordant result. The cause for the discordant advia centaur cp troponin ultra results is unknown. No conclusion can be drawn. The IFU states in the summary and explanation of the test section: "a positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism."

Manufacturer narrative:
(B)(4). On (B)(4) 2013: siemens healthcare diagnostics field service engineers visited the customer site on several occasions and although parts were replaced and adjustments made to the system, no underlying cause for the discordant result was identified. The issue of non reproducible advia centaur cp troponin results indicates a site specific issue such as sample handling. The customer does not require further assistance at this time.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00431 on (B)(4) 2013. (B)(4) 2013: additional information: siemens healthcare diagnostics received additional patient results. Patient 3: sid (B)(4), reagent lot number: 065, results: 684.2 pg/ml, 672.2 pg/ml, 657.8 pg/ml, 136.8 pg/ml, redraw results: 788 pg/ml, 809 pg/ml. Patient 4: sid (B)(4), reagent lot number: 065, results: 11.715 pg/ml, 457.464 pg/ml. Patient 5: reagent lot number: 069, sid (B)(4), results: 4.495 pg/ml, 3.844 pg/ml, 17.816 pg/ml. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra results. A siemens field service engineer (fse) went to the customer site for system inspection. The fse replaced the base pump, base dispenser, acid dispenser and valve manifold. The fse checked the calibration of the reagent probe and adjusted the height. The parts replaced by the fse were not considered a contributing cause for the discordant results. The customer noted a lower than expected rlu value. On a subsequent visit, the fse performed a precision study with good results with a cv of 6%. The cause for the discordant advia centaur cp troponin ultra results is unknown. No conclusion can be drawn. The IFU states in the summary and explanation of the test section: "a positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism."